Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4).. Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The expiration date of the device is not known as the device lot number is not available / not reported. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported an adverse event that occurred during an endovascular coil embolization procedure targeting an anterior communicating artery (acom) aneurysm. A hydro coil (competitor product) was implanted as the first coil. Two (2) 3.00mm x 6.00cm galaxy g3 mini coils (glm930060 / lot# unknown) were used. It was reported that ¿the complaint coils moved as if ruptured the aneurysm, but the complaint coils were implanted as scheduled.¿ a mini coil (unspecified brand) was inserted as the third coil, but it was confirmed that the coils pierced the aneurysm. As a result, coil embolization was completed with other competitor coils. It was reported that a continuous flush was maintained. The reported event was considered non-serious (moderate / minimal). No other details were provided. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, the investigation will be closed. Aneurysm rupture is a known potential adverse event associated with coil embolization procedures. However, the device performed as intended, and no new patient consequences have occurred related to the use of the device. There was no report of a device malfunction. Since the aneurysm rupture required endovascular embolization and the relationship of the cerenovus coils implanted at the target aneurysm to the reported aneurysm rupture cannot be excluded at this time, the event meets MDR reporting criteria with the classification of ¿serious injury.¿ based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00522 and 3008114965-2022-00523. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported an adverse event that occurred during an endovascular coil embolization procedure targeting an anterior communicating artery (acom) aneurysm. A hydro coil (competitor product) was implanted as the first coil. Two (2) 3.00mm x 6.00cm galaxy g3 mini coils (glm930060 / lot# unknown) were used. It was reported that ¿the complaint coils moved as if ruptured the aneurysm, but the complaint coils were implanted as scheduled.¿ a mini coil (unspecified brand) was inserted as the third coil, but it was confirmed that the coils pierced the aneurysm. As a result, coil embolization was completed with other competitor coils. It was reported that a continuous flush was maintained. The reported event was considered non-serious (moderate / minimal). No other details were provided.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 19-aug-2022. [Additional information]: on 19-aug-2022, the cerenovus sales rep provided the following additional information: the information indicated that ¿the coil deviated, but there was no bleeding and no additional medical treatment.¿ the patient recovered and was discharged from the hospital. There is no negative health impact for the patient. There are no plans for future additional medical treatment. The physician has commented that ¿the microcatheter may have been inserted too far into the back.¿ no further information is available. Updated sections: b.4, g.3, g.6, h.2, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00522 and 3008114965-2022-00523. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 26-aug-2022. [Additional information]: on 26-aug-2022, initial reporter information was received. All other information related to the device and the procedure-related details were not available. E.1: initial reporter phone: (B)(6). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00522 and 3008114965-2022-00523. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.